Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution bag disconnected from the supply line during peritoneal dialysis therapy on the homechoice (hc) device. The patient was in fill three of four at the time of the report and was connected for therapy. The patient stated that the bag became disconnected earlier in the therapy and they reconnected it. The renal therapy services (rts) agent advised to start therapy over with new supplies. During the follow up, the patient stated that after the bag disconnected and fell. Then they received an unspecified system error alarm on the hc device. The patient explained that they utilize pliers to make the connections between the supply bag and the line. Rts reviewed proper procedure with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.